Event description:
It was reported that a patient underwent a surgery of the vaginal cupula on (B)(6) 2023 and suture was used. At the end of suturing, still during the intitial procedure, the suture did not break but there was dehiscence of the wound. The suture is re-applied and to block the loosening of the suture it has been used a titanium endoclip. This delayed the surgery 10-15 minutes. There were no unexpected outcomes or complications as a result of the prolonged surgery time and there was no change of the post operative care due to this event. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this event occur during the initial procedure? It came at the end of the sutures or did this event occur post operatively? No. Did the patient experience a wound dehiscence? Yes intraoperatively immediately. Please describe what ¿suture dehiscence¿ means. (Suture breakage, wound dehiscence, etc). What was the name and date of the initial procedure? Suture of the vaginal cupula open procedure in (B)(6) 2023. How long was the surgery delayed? 10-15 minutes. What tissue was being sutured when the event occurred? Vaginal cupula. Was the procedure delayed because the suture broke intraoperatively? The suture did not break but there was dehiscence of the wound. Or did the barbs not engage in the tissue? No. Or did the suture pull through the tissue? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Prolonging the surgery is more anesthetic for the patient, no other complications. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the post-operative care changed due to this event? Please specify. No because the suture was blocked with a endo-clip. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-08974.